Event description:
The following report was received from the affiliate: approx 16 months post index procedure, the pt presented with chest pains and was hospitalized. The treating physician found there was a thrombosis in stent; 70% stenosis. This event was treated with revascularization of the target lesion. Per the physician, the pt was not on any antiplatelet regimen for the year, prior to the event which may have predisposed the pt to a thrombosis.

Manufacturer narrative:
The male pt with no significant medical history was admitted with an acute myocardial infarction (mi) and underwent the implantation of a cypher select stent to the left anterior descending artery (lad). Approx 16 months later, the pt returned with chest pain and angiogram revealed a thrombus and stenosis. This was treated with add'l stent placement. During the initial evaluation, the lad had been totally occluded with thrombosis. The safety and effectiveness of the cypher select stent has not been established following an acute mi where there is evidence of thrombus. The lesion was pre-dilated and the 3.5 x 18mm stent was deployed at 18 atms (above rated burst pressure). The stent was not post-dilated. Ivus was not conducted but good wall apposition was noted. The pt had been placed on traditional anti-platelet therapy for 6 months. Thrombosis is a known potential adverse event associated with coronary stent placement. The pt presenting with an acute mi is in a hypercoagulable state, which could encourage the formation of a thrombotic event. Per the procedural physician, the pt had been off of anti-platelet therapy for one yr and this may have predisposed the pt to a thrombus. However, current recommended therapy is for 2-3 months following implant. A copy of the angiogram for this event was provided and sent for independent film review; results of which are pending. Should this review provide any add'l applicable info, it will be submitted accordingly. The product remains implanted in the pt, thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: based on the available info, it appears that pt factors may have contributed to the event. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation in 2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the product cypher sirolimus-eluting coronary stent. Device (lot# i0305130) is distributed outside. However, it is similar to the product. Any add'l info will be submitted within 30 days of receipt.